Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had the device removed because her back was so bad and she needed an MRI. The patient stated last year she couldn't stand up straight and now bent over when she walked. The patient noted she used a walker now and her back was getting worse. The patient mentioned the device was removed on (B)(6) 2017 and she was going to have poles put in her back. The indication for use was other chronic/intractable pain of the trunk/limbs. No device issues reported.